Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device failed to output energy with electrodes attached. The device displayed "check electrodes" and "poor pad contact" messages. Complainant indicated that the clinician placed another set of electrode pads onto the patient, however, the device continued to display "check electrodes" and "poor pad contact" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.